Manufacturer narrative:
Concomitant medical products: 2088tc lead, implanted on (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in-office and it was observed that the right ventricular (rv) lead had exhibited t-wave oversensing (twos) following vp (ventricular pace) events. The twos was able to be reproduced. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.